Manufacturer narrative:
A lead revision has been scheduled for a later date. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
A lead revision was performed at a later date. During the revision, it was found that the ra lead had fractured near the terminal pin. The ra lead was capped and remains in the patient. The ICD was then reprogrammed to vvi due to the patient experiencing chronic atrial fibrillation. No additional information is available. The ra lead will not be returned for analysis and the ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a patient follow up, it was discovered that the pacing impedance measurement on this right atrial (ra) lead had increased to above 3,000 ohms and there were many recorded episodes due to noise oversensing. The noise was able to be recreated with patient arm movements. It is suspected that either the lead dislodged or there was a connection issue with the associated implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.